Event description:
The customer alleged that the audio alarm functioning intermittently. The mallinckrodt customer support engineer (cse) verified the reported condition. The cse inspected the device and replaced the power switch and power relay. There was no pt involvement. The unit passed extended self testing.